Event description:
It was reported that the procedure was to treat an abdominal aortic aneurysm in the epigastric artery. During advancement of the whisper guide wire, the tip broke off. There was no resistance noted during advancement or removal. An attempt was made to snare the separated portion, but was unsuccessful. The tip remains in the hypogastric artery. The physician confirms that the tip is not going to migrate and the patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported separation was confirmed. Based on visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.